Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a crack on the turning fork. Therefore, the reported condition was confirmed. The broken parts were inspected and measured and all the measurements were according to the drawing specifications (hardness and dimensions). The assignable root cause was determined to be due to improper design. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the coupling tool on the sagittal saw attachment device was defective and the swing head was torn on the device. There was approximately a twenty minute delay in a surgical procedure. There was a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.